Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Subsequently, an unspecified malfunction occurred. Customer's blood glucose level ranged from 100-200 mg/dl. The customer reverted to manual injections for insulin therapy.